Event description:
It was reported that oversensing noise was observed on the right ventricular (rv) lead during an in-clinic check. The patient received inappropriate anti-tachycardia pacing (atp) therapy previously. No intervention was performed, and no patient symptoms were reported.

Event description:
New information indicates that the right ventricular (rv) lead was capped and replaced with a competitor lead on (B)(6) 2026. No complications or health consequences to the patient were noted.